Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure the pin driver got stuck inside. The pin was removed from the pin driver, and the damaged pin was disposed of. The surgery was completed as normal. The pin driver broke while removing the final pin needed for the case. The driver was not needed subsequent to it being damaged. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated, however, the reported event could not be confirmed. The returned drill was identified to have little to no marks. Dimesional analysis of the drill guide pin hole found that the device was conforming to specifications. The pin was not returned with the drill. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this surgery; please see all reports associated with this event: 0001825034-2018-03406. 0001825034-2019-00855.

Event description:
It was reported that during a knee procedure, the pin became stuck in the pin driver while being removed and damaged the pin driver. The pin was extracted from the driver and disposed of. The driver was not needed to finish the procedure. Attempts have been made and additional information on the reported event is unavailable.